Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, capsular contracture baker grade ii, and anxiety.

Event description:
Healthcare professional reported a left side deflation, capsular contracture baker grade ii, and anxiety. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, capsular contracture baker grade ii, and anxiety.

Event description:
Healthcare professional reported a left side deflation, capsular contracture baker grade ii, and anxiety. Device remains implanted.

Event description:
Device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening curved on posterior, brown particles inner device and crease flat. Leak test and microscopic analysis was performed which identified: sharp opening on posterior. The fill test inspection was performed, the result is no blockage. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported a left side deflation, capsular contracture baker grade ii, and anxiety. Device has been explanted and replaced.